Event description:
International customer reported that the needle broke during a gynecological procedure. No adverse pt consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.